Event description:
It was reported that during a da vinci-assisted surgical procedure, when the surgeon activated the instrument for several minutes, the surgeon told the nurse to clean the blade, the blade fractured out of patient when the nurse was cleaning it. Blade broke in one piece; the fragment was collected on the single use instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.